Event description:
It was reported that 7 bd posiflush¿ normal saline syringe 10 ml syringe had "black" foreign matter in the luer lock. The following information was provided by the initial reporter: we have found a black substance on seven saline syringe flushes on the luer lock portion of the flush. At this time, the product identified has been from bd: ref # (B)(4) /lot # 2175532.

Manufacturer narrative:
The initial reporter also notified the FDA in february 2023. Medwatch report # (B)(4). It was reported there is a black substance found on the luer lock portion of the flush. To aid in the investigation, twenty samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. A device history record review was completed for provided material number 306546, lot 2175532. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.